Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that drawer 2.1 pocket c3 had failed to open. The field service engineer contacted the customer and recommended reaching out to the pharmacy for assistance with cubie pocket recovery. The customer agreed with the plan, and the pocket was successfully recovered. The customer confirmed that the issue had been resolved. The system functioned as intended after the field service engineer assisted the customer in troubleshooting the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failure. Drawer2.1 pocket c3 unable to open to access medication. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication. There were no adverse events or injuries reported based on this event.